Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system revision due to infection and erosion. During the revision procedure the lead could not be removed and the physician elected to surgically abandon the lead and debride the device pocket; the competitor device was also explanted. A new system was subsequently implanted on the patient's opposite side. No additional adverse patient effects were reported.